Event description:
It was reported that during robotic prostatectomy procedure the device would form the clips and then not form the clips. The rep stated that the jaws looked like they were not lining up correctly. The device completed the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.